Event description:
During the implant procedure, the device lost communication and telemetry, so it was replaced with a different device, which resolved the event. The patient's condition was stable following the procedure and there were no adverse consequences.

Manufacturer narrative:
Correction: manufacturer report 2938836-2017-31395, should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide).